Event description:
A medtronic representative received a report from a site representative, (B)(4), that while in a spine procedure, the o-arm gantry was ascending upward in the (y direction) without the tech pressing any buttons on the o-arm pendent. It was reported that they 'experienced this event when they were doing the up-and-down movement (y direction) with the o-arm, where the gantry suddenly ascended to the top while pushing up the operating table. Further stated that they were manipulating the button to back/forth (x direction) and left/right (z direction), while raising the gantry little by little when all of a sudden it ascended to the top. At the time of the issue they were not actually pushing the button." A medtronic representative attended the procedure, and checked the o-arm system operation - it was confirmed that the o-arm was functioning as it should be. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing japanese privacy laws. The o-arm 1000 imaging system was used in surgeries on 11/25/13 and 11/26/13 and functioned without issue. Medtronic representative performed a navigation system check-out on (B)(4) 2013. No device failure.